Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the foot pedal became stuck. A dynaglide foot pedal was selected for use. During preparation, it was noted that the pedal became stuck when it was activated. The procedure was completed with another rotablator. No patient complications were reported and the patient's condition was stable.